Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Following the leadless pacemaker (lp) system implant procedure, the right ventricular (rv) lp the patient was admitted to intensive care. It was reported that bleeding, thrombus and hematoma in the thighs. Additional information was requested for details of the cause and location of these symptoms.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.